Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger appeared not to charge the device as the battery percentage stayed at 62 percent for over 15 minutes despite a solid charging indicator and the ilet centered on the pad; after the user tried a different wall outlet, the device began charging and reached 73 percent within several minutes, consistent with a resolved charging function concern involving the external charger component. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation of this case revealed that the device charged normally when connected to a different power outlet, consistent with an external power source issue rather than a charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user environment or external power supply conditions.